Event description:
It was reported to boston scientific that an ultraflex covered tracheobronchial stent was used during a bronchoscopy procedure on (B)(6), 2009 to treat stridor and fatigue with breathing. According to the complainant, the suture was difficult to pull towards the end and the last 20% of the stent could not be deployed. The procedure was completed with another ultraflex covered tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4). Partial deployment. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).